Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete events, pt and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: tip came off device. Time of device malfunction: during device preparation. Symptoms/ae: none. It was reported that when removing the tip mandrel the tapered tip of the device came off. There was no pt involvement. Though requested, no additional information was available.